Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, clinical specialist reported, pt stated his blood glucose level is 250 mg/dl and he had to replace 2 infusion sets today. Clinical specialist stated pt reported the infusion sets were getting bent or kinked. Clinical specialist reported, she is meeting with the pt tomorrow. Advised clinical specialist, pt will need to switch to an alternate type of insulin therapy. On f/u, pt reported his normal blood glucose range is 75-150 mg/dl. Pt stated his blood glucose went up to 252 mg/dl. Pt reported, he removed the infusion set and noticed it was bent. Pt stated he also noticed the bent infusion set cannula caused a leak. Pt is manually inserting the infusion sets. Pt reported, his blood glucose came back down since changing to a 3rd infusion set. Clinical specialist will provide and train pt on a different type of infusion set. Pt has discarded the alleged infusion sets. No product return was requested.